Event description:
It was reported that the patient presented for regular follow-up and several episodes of atp and shock were observed. Multiple episodes of svt that were inappropriately classified. The patient denied any symptoms and the issue was clinically resolved by reprogramming the device and increasing medication.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.